Event description:
It was reported that an empty cot dropped while being loaded. Reportedly, one of the operators injured their left shoulder. The customer reported that the operator at the footend may have pulled the manual release lever while the operator at the head end was lifting the cot up.

Manufacturer narrative:
Na